Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was due to a problem with usage. It was noted that currently the product was being used without any problem.

Manufacturer narrative:
Patient information was unavailable from the site. This device is not approved/marketed in us, but is similar to a device marketed in the us. Concomitant medical products : other relevant device(s) are: product ID: 9731460, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the led bracket had a recognition failure with the microlink. The procedure was completed without the navigation system. There was no reported impact to patient outcome or surgical delay.